Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent a primary breast augmentation with two 450 cc mentor memorygel breast implants and experienced postoperative bilateral rupture. The diagnosis was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis.